Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient monitored by an mx40 telemetry device (B)(4) had an asystole event on the (B)(6) 2018 at 03:04 am but the ix surveillance did not provide an asystole alarm. The device was in use monitoring patients. It was described that the patient was not harmed however an asystole event is an event requiring urgent medical intervention to prevent permanent impairment therefore philips will consider this to represent a serious injury.

Manufacturer narrative:
The complaint is changed to non adverse event based on information provided by the field that the patient did not require emergent care for this event. The patient's own intrinsic beats returned spontaneously with no harm reported.

Event description:
The customer reported that a patient monitored by an mx40 telemetry device (B)(4) had an asystole event on the (B)(6) 2018 at 03:04 am but the ix surveillance did not provide an asystole alarm. The device was in use monitoring patients. It was described that the patient was not harmed and the patient had a spontaneous recovery without intervention.